Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. After insepction of device, results: emh hp;cable,conn/gun cable damaged no operation due to damaged handpiece cable receptacle, inner connection pushed in. Cabinet has broken body hp cable harness retaining posts. Display cracked around edges. Could not duplicate "heating up." Unclear if customer was able to use unit with cable receptacle pushed in as no connection was able to be made with handpiece cable during testing. Advise customer to inspect insert(s) used and handpiece for function and damage as faults with these items can negatively impact unit performance. Also advise customer to ensure water pressure to unit is at recommended 40 psi for optimal water flow. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval. No water hose, handpiece, foot pedal, power cord received for evaluation. Customer complaint is a known hazard and is tracked as part of monthly psc meetings.

Event description:
While using a g310, they allege that the handpiece was heating up and had no water flow. No injury resulted.